Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had a defective hub and leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8025673. Our records show the reported lot was manufactured on 01/28/2018; it was determined that this is the only instance of a defective catheter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspection. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. The reported hub defective was not confirmed according with the provided information by customer. We cannot determinate exactly the root cause of the reported defect, no sample or photo was available for evaluation which is essential to perform the investigation. However, reviewed our DHR, we find a failure mode (adapter broken), this defect is related with the new mold 456 sti y adapters since the injection point (gate location) changed in this component near the tip of the adapter. Pfmea¿s 4797 and p-eura rm5942 was reviewed and process controls are very likely to detect the failure modes. Hub defective: based on customer description and without sample or photo provided for evaluation, we cannot determinate exactly root cause of this issue.

Event description:
It was reported that bd saf-t-intima¿ IV catheter safety system had a defective hub and leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date received by manufacturer: 10/29/2018.

Event description:
It was reported that bd saf-t-intima IV catheter safety system had a defective hub and leaked. No serious injury or medical intervention was reported.